Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), genital haemorrhage ("abnormal bleeding") and cholecystectomy ("gallbladder removed") in a 24-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "attempted placement of the right essure device demonstrated a device malfunction where the spring did not fire and the device needed removed from the tube after insertion." And device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included asthma. Concurrent conditions included urinary tract infection. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced skin disorder ("rashes or skin conditions: bumps") and pruritus ("extreme itchiness"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic area mainly on left side."), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/ dental problems"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhoea (cramping)/ painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), cholecystectomy (seriousness criterion medically significant), back pain ("lower back pain") and arthralgia ("right hip pain"). The patient was treated with medroxyprogesterone acetate (dmpa) and surgery (hysterectomy with bilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2017 at the time of the report, the device breakage, genital haemorrhage, hypersensitivity, tooth disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, skin disorder, pruritus, dysmenorrhoea, fatigue, weight increased, cholecystectomy and arthralgia outcome was unknown and the pelvic pain, migraine, headache, dyspareunia and back pain was resolving. The reporter considered anxiety, arthralgia, back pain, cholecystectomy, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were noted to be four coils outside of the tubal ostia after placement of the device. An attempt was made to place a second essure device on the right side, however, at this time this was noted to be difficulty dvancing the device through the tube. The essure portion of the procedure was aborted at this time. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain,dysmenorrhea . Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs received. Reporters were added. Event added: abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: bumps and extreme itchiness, migraines / headaches, dentalproblems, dysmenorrhea (cramping), gallbladder removed, dyspareunia (painful sexual intercourse), weight gain, fatigue, patient did not undergo essure confirmation test, back pain ,right hip pain,attempted placement of the right essure device demonstrated a device malfunction where the spring did not fire and the device needed removed from the tube after insertion were added,essure indication was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), genital haemorrhage ("abnormal bleeding") and cholecystectomy ("gallbladder removed") in a 24-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "attempted placement of the right essure device demonstrated a device malfunction where the spring did not fire and the device needed removed from the tube after insertion." And device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included asthma. Concurrent conditions included urinary tract infection. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced skin disorder ("rashes or skin conditions: bumps") and pruritus ("extreme itchiness"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain/pelvic area mainly on left side."), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues/ dental problems"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("menorrhagia"), migraine ("migraine"), headache ("headache"), dysmenorrhoea ("dysmenorrhoea (cramping)/ painful periods"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), cholecystectomy (seriousness criterion medically significant), back pain ("lower back pain") and arthralgia ("right hip pain"). The patient was treated with medroxyprogesterone acetate (dmpa) and surgery (hysterectomy with bilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, hypersensitivity, tooth disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, skin disorder, pruritus, dysmenorrhoea, fatigue, weight increased, cholecystectomy and arthralgia outcome was unknown and the pelvic pain, migraine, headache, dyspareunia and back pain was resolving. The reporter considered anxiety, arthralgia, back pain, cholecystectomy, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, pruritus, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were noted to be four coils outside of the tubal ostia after placement of the device. An attempt was made to place a second essure device on the right side, however, at this time this was noted to be difficulty dvancing the device through the tube. The essure portion of the procedure was aborted at this time. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant') and cholecystectomy ('gallbladder removed') in a 24-year-old female patient who had essure (batch no. 946767) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device malfunction "attempted placement of the right essure device demonstrated a device malfunction where the spring did not fire and the device needed removed from the tube after insertion/ failed right essure placement due to device malfunction" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included asthma, ovarian pain, cholecystectomy, myringotomy, myringotomy, insomnia, tenderness and left lower quadrant pain. Concurrent conditions included urinary tract infection, abdominal pain, asthma and gerd. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pain/pelvic area mainly on left side.") And dysmenorrhoea ("dysmenorrhoea (cramping)/ painful periods"). In 2012, the patient experienced migraine ("migraine"), headache ("headache") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced skin disorder ("rashes or skin conditions: bumps"), pruritus ("extreme itchiness") and rash ("rashes or skin conditions type: skin rash"). On (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("menorrhagia"), 3 years 10 months after insertion of essure. In 2016, the patient experienced tooth disorder ("dental issues/ dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxiety/ anxiety attack"), back pain ("lower back pain"), arthralgia ("right hip pain"), arthritis ("arthritis"), inflammation ("inflammation"), nervousness ("I am nervous"), cyst ("cyst"), bronchitis ("bronchitis"), insomnia ("I cant sleep"), food poisoning ("food poisoning"), hot flush ("hot flashes"), night sweats ("night sweats"), abdominal pain ("abdominal pain"), acne ("pimple"), dizziness ("dizzy") and malaise ("sick"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have uterine leiomyoma ("fibroids"). The patient was treated with medroxyprogesterone acetate (dmpa) and surgery (hysterectomy with bilateral salpingo-oopherectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, hypersensitivity, tooth disorder, depression, anxiety, vaginal haemorrhage, menorrhagia, skin disorder, pruritus, dysmenorrhoea, fatigue, weight increased, cholecystectomy, arthralgia, rash, arthritis, inflammation, nervousness, uterine leiomyoma, cyst, bronchitis, insomnia, food poisoning, hot flush, night sweats, abdominal pain, acne, dizziness and malaise outcome was unknown and the pelvic pain, migraine, headache, dyspareunia and back pain was resolving. The reporter considered abdominal pain, acne, anxiety, arthralgia, arthritis, back pain, bronchitis, cholecystectomy, cyst, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, fatigue, food poisoning, genital haemorrhage, headache, hot flush, hypersensitivity, inflammation, insomnia, malaise, menorrhagia, migraine, nervousness, night sweats, pelvic pain, pruritus, rash, skin disorder, tooth disorder, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: there were noted to be four coils outside of the tubal ostia after placement of the device. An attempt was made to place a second essure device on the right side, however, at this time this was noted to be difficulty dvancing the device through the tube. The essure portion of the procedure was aborted at this time. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, dysmenorrhea concerning the injuries reported in this case, the following ones were confirmed in patient¿s social medical records: arthritis, inflammation, nervous, scared, fibroids, cyst, bronchitis, insomnia, food poisoning, hot flashes, night sweats, abdominal pain, pimple, dizzy, sick. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-feb-2020: plaintiff fact sheet was received. Event added from pfs- skin rash. Event added from social media- arthritis, inflammation, nervous, scared, fibroids, cyst, bronchitis, insomnia, food poisoning, hot flashes, night sweats, abdominal pain, pimple, dizzy, sick. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), hypersensitivity ("allergic reactions"), tooth disorder ("dental issues"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, hypersensitivity, tooth disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device breakage, genital haemorrhage, hypersensitivity, pelvic pain and tooth disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.